Event description:
It was reported in an article in neurol med chir (B) (6) that the patient presented with an acute ischemic embolic stroke of the middle cerebral artery m1 segment. Imaging revealed no vessel recanalization one hour after initiation of intravenous recombinant tissue plasminogen activator (rt-pa) therapy. Following mechanical disruption of the clot using a guidewire, angioplasty was performed for clot disruption by balloon inflation at 6 atm for maximum 30 seconds. Another guidewire was used for angioplasty. Contrast extravasation had occurred during the procedure. The patient recovered and the patient¿s outcome was categorized as independent based on the national institutes of health stroke scale (nihss) of 1 one month post procedure and on the modified rankin scale (mrs) score of 1 three months post procedure.

Event description:
It was reported in an article in neurol med chir ((B)(4)) that the patient presented with an acute ischemic embolic stroke of the middle cerebral artery m1 segment. Imaging revealed no vessel recanalization one hour after initiation of intravenous recombinant tissue plasminogen activator (rt-pa) therapy. Following mechanical disruption of the clot using a guidewire, angioplasty was performed for clot disruption by balloon inflation at 6 atm for maximum 30 seconds. Another guidewire was used for angioplasty. Contrast extravasation had occurred during the procedure. The patient recovered and the patient's outcome was categorized as independent based on the national institutes of health stroke scale (nihss) of 1 one month post procedure and on the modified rankin scale (mrs) score of 1 three months post procedure.

Manufacturer narrative:
PMA# or 510k#: k934122; k931584; k944677; k971254; k022357 and k931584. Conclusion: for anticipated procedural complication. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
PMA# or 510k#: k934122; k931584; k944677; k971254; k022357 and k931584. Complaint source - literature: kawakami et al. Neurol med chir (B) (6) 2010;50:183-191. (B) (4).